Event description:
It was further reported that the patient experienced lightheadedness, dizziness, and syncope. Computed tomography (CT) results would not be provided. No surgical intervention was done. The patient was upgraded their united network for organ sharing (unos) status and kept on a continuous lr drippings. The patient ultimately received a heart transplant on (B)(6) 2024.

Manufacturer narrative:
Section a: date of birth correcte manufacturer's investigation conclusion: the reported inflow cannula malposition could not be confirmed through this evaluation. Additionally, review of the submitted log files confirmed the reported pulsatility index (pi) events. Although a specific cause for the pi events could not be conclusively determined through this evaluation, the account communicated that the pi events were due to the patient¿s inflow cannula malposition. Furthermore, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncope, dizziness, and lightheadedness could not be conclusively determined through this evaluation. The controller event log file contained events from 11sep2024 through 12sep2024. Review of the events from the reported event date of 12sep2024 revealed that pi events filled the majority of events from 12sep2024. Events from the reported event date of 12sep2024 revealed no other notable events or alarms. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pulsatility index (pi). Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions on how to insert the pump in the ventricle. This section instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted and the patient was having many pulsatility index (pi) events. They were given extra fluid. Inflow and outflow cannulas were looked at, with no obvious culprit. The patient had a low cardiac index, so team was tentative to turn the speed down. The log contained clusters of pi events as well as routine power source changes. The cause of pi events was determined to be inflow cannula mispositioned toward the septum seen on computed tomography (CT). Pi events had decreased with a continuous lactated ringer's (lr) solution drops. Patient symptoms were observed at the time of pi events.